Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they visited emergency room due to low blood glucose on (B)(6) 2022 with blood glucose value unknown. The customer did experienced the symptoms such as dizziness and confusion. The customer was treated by apple juice and glucagon shot. The customer was unresponsive. Customer stated that the auto mode feature was inactive. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was performed. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 and h6 section.

Event description:
It was reported that the insulin pump will not be returned for analysis.

Event description:
It was reported that the device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 and h6 section. The health effect - impact code, medical device problem code and component code that was provided with the initial report was incomplete. The complete information has been included with this report in h6 section.

Event description:
The insulin pump was returned for the failure analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report.the pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection.the pump was received with a depleted energizer max alkaline battery installed. Inserted a test battery and the pump powered up properly.the pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches.the pump rewind, load reservoir and no reservoir detected alarms properly. The pump rewinds successfully and no rewind anomaly noted. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testingsuccessfully downloaded history files and traces using thus.successfully uploaded pump to carelink.there was "no" no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event dates of 18-may-2022 and 19-may-2022.however, no delivery alarm/insulin flow blocked alarm was recorded in the formatted history file on: 04/22/2022 17:08:46.000 to 04/22/2022 17:58:00.00004/22/2022 18:06:00.000 to 04/22/2022 18:46:00.00004/22/2022 19:00:00.000 to 04/22/2022 19:55:00.00004/22/2022 20:19:00.000 to 04/22/2022 20:48:00.00004/22/2022 21:04:00.000 to 04/22/2022 21:46:00.00004/22/2022 22:01:00.000 to 04/22/2022 22:32:00.000 during bolus and basal delivery.power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No pump error 25 alarm, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date of (B)(6) 2022.no pump error 25 alarm, low battery alert, power loss alarm, failed battery alert/battery failed alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date of (B)(6) 2022. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted.force sensor zero offset within specification (23.8 mv). The motor was tested outside of the device on the ngp stb3 and passed.test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a serial number label fading.the pump passed all the required testing. Unable to verify customer alleged for low bgs. The force sensor is within specification and the motor functioning properly. No delivery alarm/insulin flow blocked alarm, battery anomaly/failed battery alert/battery failed alarm and rewind anomaly were not confirmed.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported waking up unresponsive and being given glucagon by spouse for low on (B)(6) 2022. Later that day at 15:00, customer had another low and was taken to the emergency room and treated with apple juice. The emergency room visit was to rule out other health issues. Customer also reported insulin flow blocked alarms and failed battery tests and rewind being slower. Pump was used at the time of the incident. Per customer, auto mode was not used. It is unknown if sensor was used.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added which was not included in the initial report. The information has been provided in section b5 with this report.